Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia and gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Uneventful device implant on (B)(6) 2016. Patient reported going to the ER at least 10 times although the specific reason(s) for going to the ER was not clear. Patient reported losing 25 pounds since the time of device implant. Uneventful device explant on (B)(6) 2016 however the patient was kept overnight for observation. The device was reported as in good position at the time of explant.